Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the corrosion of the electrical contacts inside the video connector, loosening of the locking mechanism, wear, etc. By repeatedly long-term use because about eight years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated when the evis 180 series videoscope was connected and the subject device was turned on at first time due to the failure of the printed-circuit board. Also the error e311 which indicated that the white balance had not been set occurred. There were green dust accumulate inside the connector and the subject device. (B)(4) surmised that the dust related the failure of the printed-circuit board. (B)(4) found a broken part of front side. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing (the procedure had not been started), it was found that the subject device could not recognize endoscopes. There was no report of patient injury associated with the event.